Event description:
The patient had an eps [electrophysiology study] and atrial fibrillation ablation with pfa [pulsed field ablation]. This procedure requires the use of the versa cross dilator and the pfa sheath. The physician assessed the pfa sheath to have damage with the insertion and removal of the versa cross dilator. No foreign body was left in the patient's body.